Event description:
It was reported that a loose set screw was noted during a routine post-operative exam. The pt underwent surgery to remove the set screw and replace the set screw and spinal rods. The surgery was reported to have been completed successfully.

Manufacturer narrative:
The device was not available for eval.